Manufacturer narrative:
To date, the device has not been returned for evaluation. A supplemental report will be submitted if additional information is received.

Event description:
It was reported that the flushing pump water jet was not working properly and had insufficient water supply due to a pump head problem. It is unknown when the issue occurred. The procedure name and type are unknown. There were no reports of patient harm.

Event description:
It was reported that the flushing pump water jet was not working properly and had insufficient water supply due to a pump head problem. It is unknown when the issue occurred. The procedure name and type are unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: a2, a4, a5, a6, d8, g3, g6, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the pump head. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.